Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent an open left knee irrigation and debridement due to pain, effusion, synovitis, adhesions, swelling, possible infection, and a chronic macular papular rash. No products were revised. Competitor cement was used during the primary operation. Doi: (B)(6) 2015; doe: (B)(6) 2018; left knee.